Event description:
It was reported that the blue serial number was detached from an avalus valve holder and floating freely in jar. The issue was resolved by removing the tag from the jar for verification. It was stated that the serial number on the tag did not match the serial number on stickers and label. The valve was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which clarified that the serial number on the tag did match the serial number on the stickers and label. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: updated b5 updated h6 correction: corrected e - initial reporter details medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.